Manufacturer narrative:
Customer cancelled call, system was repaired by customer.

Event description:
Customer reported the workstation will not boot up and system is displaying an error code. No pt injury was reported.